Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It was reported that during a procedure, the wire guide of the micropuncture transitionless stiffened cannula access set fragmented. It is alleged that the fragment of the wire guide remained in the patient as the health professional was unsuccessful at retrieving it, however, no adverse events have been reported following the procedure.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, drawing, quality control data, and visual inspection of the returned device were conducted during the investigation. The micropuncture transitionless stiffened cannula access set was returned for evaluation. Visual inspection of the device noted that the flexible tip of the wire was absent. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. The packaged product includes a pictograph attached to the wire guide holder which visually warns the user to not withdraw the wire guide through the access needle. Based on the information provided and results of the investigation a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.